Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with leg pain and a spiked creatinine level. A CT scan was preformed and revealed that the left endurant iliac limb and left external iliac artery were occluded, due to tortuous anatomy. The physician performed a thrombectomy with the use of an angiojet machine and the ekos machine to dissolve the clot. After the iliac limb was patent a 10x 40 bare metal stent was implanted in the distal end of the endurant stent graft. Per the physician, the cause of the occlusion was related to the patient¿s anatomy, the distal end of the endurant stent graft was implanted near a kink of the patient¿s native external iliac artery. No additional clinical sequelae were reported and the patient is fine.